Event description:
It was reported that during implant attempt, the lead dislodged repeatedly. The helix became difficult to retract. The lead was rep laced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).